Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The root cause is anticipated procedural complication as this event is a known physiological effort of the procedure and is noted within the dfu.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The procedure was indicated due to unstable angina. The 90% stenosed target lesion was located inside a previously implanted unspecified stent in the severly calcified and mildly tortuous mid left circumflex (lcx) artery. A 2.0x12mm apex balloon catheter was advanced to predilate the target lesion. The balloon was inflated to 8 atms for 38 seconds and to 12 atms for 44 seconds. A taxus express 2 atom 2.25x16mm stent was advanced to the target lesion and the stent delivery balloon was inflated to 18 atms for 1 minute. A 2.5x8mm apex balloon catheter was advanced to postdilate the target lesion. The balloon was inflated twice to 14 atms for 30 secs, distal and proximal. The stent was considered to be "well apposed with good result". The stent was considered to be "well apposed with good result". The patient had taken plavix and aspirin prior to the procedure, been given heparin and integrilin during the procedure, and prescribed plavix and aspirin at discharge. Three days later, the patient presented the chest pain and thrombosis was discovered 100% occluding the mid lcx. The thrombosis was treated with poba and integrilin. The patient "remained medication compliant". There were no additional patient complications reported with the patient's current condition listed as "fine". The patient was discharged on an unspecified date.